Manufacturer narrative:
Evaluation revealed the force sensor resistance measurement was out of calibration. The pump was rewound and loaded with no alarms occurring.

Event description:
Evaluation revealed the force sensor resistance measurement was out of calibration.